Event description:
It was reported that while removing a bd arterial cannula with bd flow switch from a patient's radial artery, the cannula has separated from the device and remained within the patient. The patient received an ultrasound which visualized the broken cannula and a vascular surgeon removed it via surgery.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4287295. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.